Event description:
A nurse on ep 8-8 found an insulin syringe that is not drawing up insulin. I have the syringe and lot number (below). We tested multiple other syringes from that lot, and they were functional. Lot# m210101.